Manufacturer narrative:
Event site postac code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) had loop leak. No harm or injury to the patient was reported.